Event description:
(B)(4). It was reported by the consumer that the g54ivc electric bed motor was not functioning. There was no patient injury reported.

Manufacturer narrative:
(B)(4). RMA has been initiated for this issue. Model g54ivc, serial number/date code (B)(4) is approximately eight month old. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.